Event description:
It was reported that at pump refill, the actual volume was 15ml; the expected volume was 3.5ml. No particular treatment for the event was reported. The hcp planned to monitor reservoir volumes.